Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced needle disengagement. The following information was provided by the initial reporter: nexiva 20g on two occasions the IV was not able to disengage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced needle disengagement. The following information was provided by the initial reporter: nexiva 20g on two occasions the IV was not able to disengage.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.